Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00038: case 1, 3025141-2019-00040: case 3, 3025141-2019-00041: case 4.

Event description:
While an acutrak was being implanted, there were perioperative problems because a cannulated driver broke; no revision surgery was performed. Case 2. From: article: percutaneous screw fixation versus conservative treatment for fractures of the waist of the scaphoid. Mcqueen, m. M.; gelbke, m. K.; wakefield, a.; will, e.m.; gaebler, c. J bone joint surg (br) 2008; 90-b: 66-71.